Event description:
A customer in mayo arizona observed a discrepant typing result when using abdr ssp unitray (catalog # 7810010 lot# 036 1316325) to test a sample known to be typed as b 82:01. The discrepant typing result would be considered a mistype. This event is documented in customer complaint pr# (B)(4).